Manufacturer narrative:
The reported event of high lead pacing impedance was not confirmed. A partial connector portion of the lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies except those consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patients right ventricular (rv) lead showed high pacing impedance. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2021. The patient was stable.